Manufacturer narrative:
Manufacturer updated from invacare (B)(4) to invacare (B)(4) to reflect the correct manufacturer. Should additional information become available a supplemental record will be filed.

Event description:
The dealer states there is a stripped out threaded insert on the motor. The dealer is replacing the wheel rim and screws and will attach only 4 screws to hold the wheel on until the consumer gets his new chair.

Event description:
The dealer states there is a stripped out threaded insert on the motor. The dealer is replacing the wheel rim and screws and will attach only 4 screws to hold the wheel on until the consumer gets his new chair.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.